Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image was the device had leakage during user handling and water invaded the device. It caused abnormality in electronic components. The event can be detected/prevented by following the instructions for use which state: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image with a black screen. Also, evaluation found the light guide tube was leaking due to a hole/cut, the bending section failed the electrical safety test, the distal end plastic cover was dented and scratched, and the bending section cover, bending section cover adhesive, light guide bundle, and insertion tube were non-olympus parts. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera ii ultrasonic bronchofibervideoscope had an image problem and the light/image did not come up on tower. The issue was noted during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event.